Event description:
It was reported by the pt that following knee surgery, the pain pump that had been placed stopped delivering the prescribed medication. It is unk at this time what treatment was administered as a result of the pump no longer functioning as intended.

Manufacturer narrative:
Repeated attempts to gather additional info regarding the alleged complaint were unsuccessful. The pump was not returned to the MFR for investigation.